Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt underwent a pump exchange on (B)(6) 2014 (MFR # 0002916596-2014-00262). A CT scan was done on (B)(6) 2014 due to some confusion. The CT scan showed subarachnoid hemorrhage (sah) and anticoagulation was stopped. On (B)(6) 2014, the pt had low flow alarms, power spikes and low pi's with complaints of abdominal pain. On (B)(6) 2014 the pump stopped, reading "zero". The pump was disconnected.